Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error 35. Customer's blood glucose level was unknown. Customer will not return device for analysis

Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error due to download difficulty. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with cracked battery tube threads, minor scratches on case, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked retainer, peeling serial number label and minor scratches on lcd window.